Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance encountered while advancing the thumb advancer to split the exchange sheath was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. The starclose se device was reportedly deployed in a calcified common femoral artery. The starclose se device instructions for use (IFU) states under precautions section that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Additionally, the IFU states do not deploy the clip in areas of calcified plaque. The thumb advancer was reportedly deployed against resistance. It should be noted that under the closure procedure section of the instructions for use (IFU), the operator is instructed not to advance the thumb advancer against excessive resistance. The IFU states that if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device by following these steps: retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide; slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number two on the plunger exits the number window completely; place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger; provide counter-traction with the left hand on the body of the patient, and assertively pull the device out with the right hand; it is important not to rock or twist the device as this may cause arterial damage. In addition, the IFU states under the precautions section that the starclose se vascular closure system should be used only by operators trained in diagnostic and interventional catheterization procedures who have been certified by an authorized representative of abbott vascular inc. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Patient selection - the starclose se device was reportedly deployed in a calcified common femoral artery. The starclose se device instructions for use (IFU) states under precautions section that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. In addition, the IFU states do not deploy the clip in areas of calcified plaque. Operator not trained - the operator was reportedly not trained in the use of the starclose se device. The IFU states under the precautions section that the starclose se vascular closure system should be used only by operators trained in diagnostic and therapeutic catheterization procedures who have been certified by an authorized representative of abbott vascular. Failure to follow steps - the device was reportedly removed without using the safety release. The starclose se IFU states under closure procedure to slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number two on the plunger exits the number window completely. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure was attempted of a calcified common femoral artery using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, resistance was met. The device was removed without using the safety release. Manual arterial compression was applied to achieve hemostasis, which added time to the procedure. There were no reported adverse patient sequelae. The operator was not trained in the use of the starclose se device. No additional information was provided.